Event description:
The customer reported that the primary set came apart at the smartsite y-port closest to the patient during a secondary infusion of chemotherapy.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a secondary infusion of chemotherapy was noted to have pulled apart at the port closest to the patient end. There is no report of patient harm.